Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your husband¿s medical team (emergency room physician and surgeon) to gather clinical information for the product quality complaint investigation? If so, please provide the physicians¿ names, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a treatment for leaking venous dialysis access port in the emergency room on unknown date. The patient was complaining that the nurse was hurting his leg with how hard she was applying pressure to the access port and this pressing caused the access port to widen. Then, the absorbable hemostat was used on the wound to stop the bleeding at port site on the leg. It was also reported by the patient¿s wife that the nurse applying the pressure pressed the absorbable hemostat into the patient¿s access port. Less than fifteen minutes after absorbable hemostat was applied, the absorbable hemostat appeared clotted. The surgeon then clamped the patient¿s vessel off while attempting to repair the port when the patient went into major cardiac arrest. The patient was moved on to life support. Later, the patient expired. Additional information has been requested.